Manufacturer narrative:
A third party service agent evaluated the customer¿s device and verified the reported issue. The customer refused repair. The device was returned to the customer without repair. The cause of the reported issue could not be determined.

Event description:
A third party service agent contacted physio-control to report that their device logged a critical event code. The event code is indicative of a device issue that could result in a partial loss of defibrillator output energy due to a loss of the negative or positive portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no patient use reported with the event.